Event description:
It was reported that a patient presented to the emergency department due to syncope and needed to be externally paced. Device interrogation revealed no capture at max outputs on the right ventricle leadless pacemaker (rvlp). Chest x-ray was performed and revealed that the rvlp had dislodged and migrated to the right pulmonary artery. The physician elected to explant and replace the rvlp. The patient is now stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.